Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. The complaint device was not received for evaluation. Visual evaluation of the customer provided photo noted the device was worn and cracked. Refer to attachments. Based on the information provided which may include pictures, and the event description, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 04/29/2025, a sales representative reported via email that an ar-9503xs-03c univers revers modular glenoid system poly, located on the humeral side of a reverse shoulder implant, exhibited wear and cracking during use. A fragment broke off and fell inside the patient and was retrieved. The case report noted exposure to bodily fluid and infection. The case was completed, and no additional details were provided. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.